Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: "during deployment sheath got dislodge from handle. After that whole delivery system was removed. Case finished with new system" device evaluation: the zilbs-635-10-8 device involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced through a fuji ercp scope, and over a cook tracer metro guide wire of 0.035¿ diameter. The procedure was completed with another device. A sphincterotomy was not conducted prior to the stent deployment, as there was a plastic stent in situ. Pre-dilation was conducted. The target location was the bile duct. Resistance was encountered during advancement of the wire guide and the delivery system. The patient's anatomy was severely calcified and tortuous. The customer was contacted to request the complaint device and additional information. At the time of the investigation, the device is en route and not yet available. The investigation will be updated once the device and information are provided and evaluated. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the difficult patient anatomy, or insufficient strength of the flexor (sheath). The calcified or tortuous anatomy could have created resistance during deployment. The flexor could have been unable to withstand the forces, which could have caused or contributed to the flexor separating from the handle. However, as the device and information have not yet been provided, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project ire0108 has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Document review: prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. It may be noted that the failure mode of " handle flexor separation" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the device is returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor breaking during deployment (incl. Flexor/handle separation)". During deployment sheath got dislodge from handle. After that whole delivery system was removed. Case finished with new system.

Event description:
This follow up report is being submitted to update the investigation results. Initial MDR submitted based on the device malfunction precedence: ¿flexor breaking during deployment (incl. Flexor/handle separation)". During deployment sheath got dislodge from handle. After that whole delivery system was removed. Case finished with new system.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "during deployment sheath got dislodge from handle. After that whole delivery system was removed. Case finished with new system." Device evaluation: the zilbs-635-10-8 device involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced through a fuji ercp scope, and over a cook tracer metro guide wire of 0.035¿ diameter. The procedure was completed with another device. A sphincterotomy was not conducted prior to the stent deployment, as there was a plastic stent in situ. Pre-dilation was conducted. The target location was the bile duct. Resistance was encountered during advancement of the wire guide and the delivery system. The patient's anatomy was severely calcified and tortuous (ref att. ¿reply re trackwise trackwise notification (B)(4) during deployment sheath got dislodge from handle'). The complaint device was used in a sohendra biliary dilation catheter(sbdc) dilation procedure, and the device was not advanced through the previously placed plastic stent. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2018. On evaluation of the returned device, it was observed that the device was returned with the stent still loaded in the flexor, and without the red safety tab. The flexor was found to be separated from the handle at the white connector cap. Multiple kinks were observed along the length of the flexor, from 50cm to 107cm from the flare, and another kink was found at 138cm from the flare. The flexor was bend where the device encountered the endoscope elevator. The flexor length was 201.7cm, which was within specification of 200cm +2/-1cm. It was not possible to pass a 0.035¿ wire guide through the device due to the kinks in the flexor. The engineers were unable to release the stent in the lab. Complaint is confirmed as the failure was verified in the laboratory. The flexor was found to be separated from the handle at the white connector cap. Possible causes for this occurrence could include the difficult patient anatomy, or insufficient strength of the flexor (sheath). The calcified or tortuous anatomy could have created resistance during deployment. The flexor could have been unable to withstand the forces, which could have caused or contributed to the flexor separating from the handle. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project (B)(4) has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Document review: prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1288184. Summary: complaint is confirmed as the failure was verified in the laboratory. The flexor was found to be separated from the handle at the white connector cap. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to inform the FDA that the device has been returned and is currently being evaluated. A follow up report will be sent within 30-days. Initial MDR submitted based on the device malfunction precedence: ¿flexor breaking during deployment (incl. Flexor/handle separation)". During deployment sheath got dislodge from handle. After that whole delivery system was removed. Case finished with new system.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Investigation pending, a follow up MDR will be submitted with the investigation conclusions.